Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that the device was exposed to fluid. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.